Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped, and evidence of foam degradation was found (foam particles were visible after the evaluation of the device, the third-party service center scrapped the device. This supplemental report is being filed to close out the report and to update the following fields that were reported incorrectly or not reported at all: manufacturing site, product UDI, operator of the device, device available for evaluation, reason device not evaluated, health impact grid, evaluation results code grid, usage of device, remedial action, and recall (z) number. Additionally, error code e4 - / error 4: err_null_ptr was present.